Event description:
A malfunction alarm was reported during insulin pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within an acceptable range. Customer support assisted the caller in loading a new cartridge using the correct technique, and the caller was able to successfully resume insulin therapy. There was no previous report of a similar issue with this pump serial number, and no information was available regarding the original cartridge lot number.